Event description:
Pt had an uneventful mea procedure with a reusable applicator. Uterine fundal perforation noted during post mea tubal sterilization. Laparotomy performed 2 days post mea for treatment of thermal injury to bowel. Pt has recovered without further sequelae.

Manufacturer narrative:
The mea system records data for each pt treatment procedure, including system parameters and pt data entered by the physician. The company analyzed the mea system's treatment data file associated with this event. The conclusion of the analysis was that the mea system was functioning within operating specifications at the time of the treatment, and no malfunctions or performance deviations were present. Additional device manufacture date: sys - 02/2006.